Event description:
The nurse reported that they got the low battery warning and went to change the batteries for the gz telemetry transmitter (tele). After they came back to the central nurse's station (cns), they noticed the patient was discharged and admitted a new "blank" patient onto the device. There was no patient information, they had to go into the discharged patients list to see any data. They would like to document this and said it is a recurring issue that has been happening. There is only one cns at the hospital. Tech support (ts) asked when they last did their preventative maintenance reboot of the cns, but she was unable to confirm. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the nurse reported that they got the low battery warning and went to change the batteries for the gz telemetry transmitter (tele). After they came back to the central nurse's station (cns), they noticed the patient was discharged and admitted a new "blank" patient onto the device. There was no patient information, they had to go into the discharged patients list to see any data. They would like to document this and said it is a recurring issue that has been happening. There is only one cns at the hospital. Tech support (ts) asked when they last did their preventative maintenance reboot of the cns, but she was unable to confirm. No patient harm was reported. Investigation conclusion: nk ts requested that the customer collect device logs, but we have not received this. Multiple attempts have been made to gather more information from the customer, but they have been unresponsive. A definitive root cause for this issue could not be determined since the complaint could not be confirmed. A possible cause of this issue may be the condition of the customer's local wireless network since the gz transmitter relies on this to communicate with the cns. Complaint history review of the past 2 years for cns devices and gz transmitters showed a similar complaint under ticket (B)(4) in which a patient on a gz transmitter was discharged after the cns showed a communication loss error, and it was found that this customer had a history of communication loss issues due to an unstable wireless network and weak wi-fi signal for the affected transmitters. Complaints regarding patient discharge specifically after a low battery error could not be found but because the gz transmitter will momentarily lose communication with the cns while the batteries are being swapped, these issues may be similar. Review of the complaint device gz transmitter's serial number does not show any other complaints. Review of the complaint device cns' serial number shows 2 previous complaints regarding its connection with gz transmitters: tickets (B)(4) and (B)(4). Both issues were for communication loss and troubleshooting for both tickets has been documented under ticket (B)(4). Nk network engineer was on site for these issues and found that the comm loss seemed to be due to the facility's wireless network and recommended that the customer move or add more wireless access points. Under ticket (B)(4), nk cits noted that the customer had not yet moved or added any access points as of 07/12/2023 but they were working on it. Based on the customer's complaint history it is possible that the gz transmitter may have had a weak or unstable wireless connection during the battery change and was only able to send partial data to the cns at the time. Wireless connection issues may be due to distance between the gz transmitter and wireless access points, electromagnetic interference from other devices in the facility, or hardware issues with the customer's wireless access points. The complaint could not be confirmed since we have not received device logs for investigation. The nature of the complaint may be related to the facility's local wireless network. Review of the customer's complaint history does not show any trends that may indicate device malfunction. Additional device information: d10 concomitant medical device central nurse's station. Model: cns-6801a. Sn: (B)(6). Device manufacturer date: 07/26/2022 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The nurse reported that they got the low battery warning and went to change the batteries for the gz telemetry transmitter (tele). After they came back to the central nurse's station (cns), they noticed the patient was discharged and admitted a new "blank" patient onto the device. There was no patient information, they had to go into the discharged patients list to see any data. They would like to document this and said it is a recurring issue that has been happening. There is only one cns at the hospital. Tech support (ts) asked when they last did their preventative maintenance reboot of the cns, but she was unable to confirm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 05/02/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/11/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: d10 concomitant medical device central nurse's station: model: cns-6801a, sn: (B)(6), device manufacturer date: 07/26/2022, unique identifier (UDI) #: (B)(4).

Event description:
The nurse reported that they got the low battery warning and went to change the batteries for the gz telemetry transmitter (tele). After they came back to the central nurse's station (cns), they noticed the patient was discharged and admitted a new "blank" patient onto the device. There was no patient information, they had to go into the discharged patients list to see any data. They would like to document this and said it is a recurring issue that has been happening. There is only one cns at the hospital. Tech support (ts) asked when they last did their preventative maintenance reboot of the cns, but she was unable to confirm. No patient harm was reported.